Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot/serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 08-may-2023, UDI#: (B)(4). B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they were feeling pain and the issue began the day before yesterday. Patient stated they charged their implant and it was on but it was not stimulating. Patient mentioned this happened a few months ago and a couple of weeks gone out and now it was doing the exact same thing. The patient was redirected to their healthcare provider to further address the issue. Patient called back and repeated previously documented information. Patient mentioned the were getting settings not available when they increase stimulation in the two groups they have available. Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the issue was due to impedances on the lead. Rep noted the patient had a lead revision on (B)(6) 2024. The issue has been resolved and confirmed with the physician. Additional information was received from the manufacturer representative (rep). Rep reported the patient was scheduled for a full system replacement. Rep had no further information to provide at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep report patient's revision is scheduled for (B)(6) 2024. No additional information at this time.